Manufacturer narrative:
(B)(4). Only event day and year known: (B)(6) 2018. Batch # r58e64 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: can you please clarify what was meant by, ¿the device miss-fired¿? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? ¿when dr. (B)(6) activated the stapler, the blade moved forward and pushed the staple cartridge partially out of the stapler. Please see the photo we saved of the stapler while it was in the fired position. You will observe that the white load had advanced considerably out of the stapler. It appeared as though the device did not deliver any staples. We found a fragment of a hemoclip. We felt that it was possible that the surgeon had tried to staple across one of these hemoclip's causing the misfiring of the echelon stapler. The device was left in place while the surgeon inserted another trocar through which he used an additional echelon stapler to complete the procedure. Once this was done. The "malfunctioning" stapler was withdrawn through it port.¿

Event description:
It was reported that during a laparoscopic splenectomy procedure that the device miss-fired. Unknown as to how the device was removed from the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Product complaint # =(B)(4). Batch # r58e64. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with an ecr45w cartridge reload loaded on the device. The cartridge reload was received partially fired 1/4 with the cartridge deck damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted.,the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. One photo was provided; the picture shows the jaws of a device on tissue. A white reload can be seen loaded on the jaws. The reload can be seen extended out of the channel and the knife is noted to be out of the jaws. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.